Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11. MDR section codes updated/corrected: a, b. The cause of the patient¿s shoulder subluxation cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2022-00888.

Manufacturer narrative:
Reported concomitant device(s): 300-30-08 - equinoxe preserve stem 8mm: (B)(6). 320-42-00 - 145-deg pe 42mm hum liner +0: (B)(6). 320-10-05 - equinoxe reverse adapter plate tray +5: (B)(6). 320-06-42 - glenosphere 42mm: (B)(6). 320-15-02 - rs glenoid plate sup aug, 10 deg: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). The cause of the patient¿s shoulder subluxation cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the left side. Subsequently, the patient experienced instability and subluxation. The subluxation stated was described by the patient but was not documented on the radiograph. The surgeon recommended physical therapy. The device remains implanted. No further information available.